Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. The instrument was checked for recognition on an in-house system and it was successfully recognized. Failure analysis investigation also found the following damages, which were not reported: the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. There was an indentation at the edge of the distal pulley and there were scratches on the surface of the pulley. Failure analysis concluded that the indentation was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci myomectomy procedure, the prograsp forceps instrument was not recognized, adapter changed. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.